Manufacturer narrative:
Investigation results: visual evaluation found that the device has the handle cannula bent and the catheter kinked near the handle. Functional testing could not be performed due to the handle cannula being bent. The device investigation found that the handle cannula was not broken; this is contradictory to what was originally reported. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01672 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used during a colonoscopy or polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire inside the handle broke and the snare loop failed to extend. The procedure was completed with another captiflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01672 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used during a colonoscopy or polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire inside the handle broke and the snare loop failed to extend. The procedure was completed with another captiflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.